Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there is damage to the threads on the tip of the device. The shaft of the inserter has scuffing. There is no other damage to the handle. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the procedure, the impactor handle would not thread into the implant. When it was removed, damaged was noticed on the threads of the impactor handle. Another handle was used to complete the procedure. There was no harm or health consequences to the patient. It was reported that no further information is available.